Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90%, 2.75x32mm stenosed,concentric,de novo, target lesion was located in the mildly calcified left circumflex coronary artery. A 2.75x32mm promus element drug eluting stent was implanted for treatment. A maverick 2.5x9mm balloon was advanced for dilation with the promus element 2.75x32mm. However, physician found mild type b dissection at the distal edge of stent after the deployment of promus element 2.75x32mm with a pressure of 14 atmospheres. The procedure was completed using promus element 2.50x20mm to cover the dissection site. There were no patient complications reported. Patient is stable.